Event description:
Customer reported he experienced high blood glucose of 500 mg/dl. Customer stated that he knew why he was high. It was due to a series of things that he did and did not want to get into it but he would bolus and it would come down in about 35 minutes. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.